Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking gas. There were no patient consequences. Case completed with another device of the same product code. Three devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? Soft hissing noise that could be stopped by lightly placing finger on top of port. If so, did the noise prevent insufflation? Please describe the noise. No. Insufflation was not effected. They were able to maintain insufflation. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Slight drop, but did not effect visibility. What was the gas consumption rate or volume (liter/minute)? Not sure, but will check in the next case. Were you able to identify where the leak was coming from? Through top of port entry around instrument shaft. Was a device inserted in the trocar during the leaking? If so, what device? The trocar leaked without an instrument in it from the beginning of case.